Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and topical skin adhesive was applied to the thigh region and abdomen. The patient experienced a reaction and developed a rash post application. The reaction occurred sometime immediate to 24 hours post application. The patient had vesicular blisters on an erythema base with induration of surrounding tissue with possible respiratory issues and intubation. The patient was prescribed a steroid dose pack, steroid injection and antihistamine. It was reported that it may have been an allergic reaction. The current condition of the patient was reported as fine. The rash and symptoms resolved however multiple rechecks and follow up were required.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.